Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the contamination levels of the evis exera gastrointestinal videoscope were too high. The issue occurred during reprocessing. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide results of microbial testing and evaluation. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the scope cover plate was detached, the suction cylinder was discolored, switch #1 was cut, the insulation resistance did not meet the standard value due to a crack on the scope cover, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the scope cover was deformed, the bending section cover adhesive was dirty, and the coating of the connecting tube was peeled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned and the user culture results not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.